Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (1000 mcg/ml at 79.4 mcg/day) via an implanted pump. It was reported by the patient¿s pump managing physician that the patient was currently out of the country and was experiencing some issues with his pump. He was doing some strange exercises yesterday and felt something in his belly. Today he ¿thinks he¿s getting overdosed¿ because he was feeling drowsy and his spasticity was low.